Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just for clarification, the device did open? Yes. The analysis results found that the ats45nk device was received with the clamping and firing mechanism damaged and with the handle shrouds slightly separated. A 6r45b cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an abdominal aneurysm procedure, the device remained closed on the tissue. The doctor noted after the first use of the stapler, the inability to open it. The iliac artery of the patient was trapped between the two arms of the stapler. The surgeon found that the button to open the stapler did not work. The clamp has been released by forcing (in the opposite direction used to close the device). Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.